Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with infection, underneath sensor pod area only. The patient contacted healthcare provider (hcp) and was given a prescription of oral antibiotics, cefadroxil 50mg. It is not known for how many days the patient had to take the medication. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.